Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.2 failed to open and required maintenance. Attempts were made to recover the storage space; however, the issue persisted. The customer was advised to reboot the station, after which the issue was resolved. The customer stated that there was a delay in patient care. There were on adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist received a report of failed auxiliary drawer 3.2 and guided the customer to perform a system reboot and confirmed that the issue was resolved after reboot and obtained customer confirmation to close the case. The system functioned as intended after the technical support specialist investigate the issue.